Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported while using the vela ventilator; the unit alarms motor fault and vent inoperable alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis laboratory received the suspect power supply assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to faulty component within the assembly (mosfet, p-chan, location q210). This issue will be internally investigated within carefusion.